Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump and cleared the malfunction alarm however the malfunction alarm recurred. The customer didn't have charging supplies so will follow up with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.